Event description:
It was reported that in the middle of a da vinci s hysterectomy procedure, the spatula broke off of the permanent cautery spatula instrument and fell inside of the patient. The broken piece was retrieved and the planned surgical procedure was completed with a replacement instrument of the same type. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was not returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post-evaluation) and/or if additional information is received. Per the information provided by the initial reporter, the broken instrument piece was successfully retrieved from the patient.